Event description:
A patient reportedly sustained an electric shock sensation (tingling) in the upper part of her body and through her arms during the 3-plane localizer series. The scan was stopped and the patient had tingling from the date of the scan for nineteen days in 2008. The tingling stopped for approximately 1 or 1.5 weeks then returned in the patient's fingertips. The patient has scheduled an appointment to see a neurologist. No further medical treatment has been reported.

Manufacturer narrative:
The field engineer did a visual inspection of the coil and did not see any defects. He also ran system level testings where the only failure was with the head peak power test. This failure was due to low power output in the head mode. There was not enough power for the fault leds to light. According to the fe, this failure would not have caused the electrical shocking sensation. Investigation is ongoing.